Manufacturer narrative:
There was no button error alarm found. All of the buttons functioned properly; however, the unit had moisture on the keypad. The unit had cracked battery tube threads, a cracked reservoir tube lip, a minor scratched lcd window, and a loose and shifted end cap sticker. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer called in to report a button error alarm and an unresponsive keypad after suspending the device. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 57 mg/dl. The customer treated with food. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and the customer was informed to return the device for analysis.